Event description:
The customer reported the cc4204a collamer single piece lens tore as it was being inserted. The lens was removed and replaced without any patient injury. A suture closed the wound.

Manufacturer narrative:
(B)(4). Method (other) - lens work order search results (other) visual inspection of the returned lens showed the lens was split in half and a haptic was torn off and missing. A parent/child lens work order search was performed and there were no similar complaints found. Conclusion (unable to confirm): based on the complaint information, product evaluation and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Reportedly, intraoperative single-piece collamer iol replacement was performed to address lens damage ("tore as it was being inserted"). Incision was not enlarged for removal of damaged iol. Another lens was implanted successfully and surgeon sutured the wound. According to the report, by a nurse, dated on (B)(6) 2014 the most likely cause of the event was unknown. The seriousness is based on the information that suture was placed but it should be noted that many surgeons use suture(s) as a part of standard protocol to prevent postoperative sequelae regardless of intraoperative type of procedure or complications. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Based on the complaint history, product evaluation, lens work order search, medical and device history reviews, we were unable to determine a specific root cause of the event. Corrected data: this is a re-submission to correct MFR# for supplemental #2 in which the MFR number was incorrect. Claim# (B)(4).